Manufacturer narrative:
The subject device was returned for evaluation. Initial evaluation finds all components are in place with no damage noted. Functional evaluation of the sample resulted in no fluid leaks from the trumpet valve & probe tip or at the stop cock connection point. Evaluation of the sample could not reproduce the reported event. The device was found to irrigate as intended with no fluid leaks identified. No manufacturing anomalies were found. To date, this is the only reported complaint for this manufacturing lot. Based on the sample evaluation and investigation performed, the reported event was unconfirmed. It is unclear why the user may have experienced a water leak. The use of this device requires proper set up. Per the instructions-for-use, ¿follow instructions provided with the endo-flo irrigator or other irrigation system of choice for set-up and use with the probe.¿ sample evaluated.

Event description:
As reported, during an unspecified procedure on (B)(6) 2021, the bard/davol trumpet valve & probe tip device leaked water at the connection of the probe with the aspirator. There was no reported patient injury.